Event description:
On (B)(6) 2009, the pt reported the piston rod on his insulin infusion device advanced instead of rewinding during the change the cartridge process and then an e10 (cartridge error) displayed. He was instructed to change the battery to a new one. He did so and began the change of the cartridge process. The piston rod did not move and his device made a clicking/grinding sound before displaying the e10 again. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.